Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was believed to be related to device failure. There was no resistance or other issue during delivery of the pipeline. The information is confirmed by the physician.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex shield braid was returned for analysis, stuck inside the returned marksman catheter, inside a sealed biohazard bag, and a shipping box. The pipeline flex shield pusher wire was not returned. ¿damaged location details: the pipeline flex shield braid distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle section was fully open without damage. The marksman catheter tip and marker were examined, with no damage noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the pipeline flex shield braid was removed from within the marksman catheter lumen without difficulty. The marksman catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the distal end of the returned pipeline flex shield braid was not open and frayed, while the proximal end was open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid into a vessel bend, and braid damage. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid into a vessel bend. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The cause of the reported event could not be determined. No complaints were reported regarding the returned marksman catheter. Additionally, during device t esting, no issues were encountered, and no damage to the catheter was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there were no issues with the marksman catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 3.2mm and the neck diameter was 2mm. The distal landing zone was 3.5mm; the proximal landing zone was 4.5mm. Patient's vessel tortuosity was moderate. It was reported that pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the distal end of the pipeline failed to open despite unsheathing more than 50% of the pipeline, 7-8mm of the stent. The surgeon tried to load the system. The middle segment of the pipeline stent opened but the distal end appeared kinked and still did not open. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times. No other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed desirable results.